Event description:
Consumer called stating that the 96-2 shower chair allegedly gave out on him as he was sitting on it. No injury. The malfunction has not been confirmed. The date code supplied is invalid. Actual manufacturer is unknown.